Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working remote monitor did not power on. Three sets of batteries were tried to no avail. A return kit was sent to the patient and the monitor was replaced. No patient complications were reported as a result of this event.